Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent high glucose after using a teflon infusion set with the ilet system, noting rapid insulin reservoir depletion of approximately 115 units in one day and difficulty inserting the set due to having one functional arm; agents recommended checking blood glucose and ketones, performed troubleshooting, and arranged escalation for in-person training. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed that there were no findings available and that insufficient information was obtained to identify a specific medical device problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.